Event description:
Pt underwent an ascending aorta repair surgery in 2009. Pleural effusion occurred few days after surgery, requiring prolonged drainage to evacuate liquid.

Manufacturer narrative:
No product eval was performed since the graft remained implanted. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in he collagen coating records. Two products coated the same day and the same period, respectively, and under the same conditions than the complaint device underwent water permeability testing. Tests results indicated values well within product specs. No conclusion can be drawn, however, the testing performed on similar products would tend to indicate that the device was not defective. In addition, pleural effusion is not an unexpected event in vascular surgery, specifically in thoracic vascular surgery.